Manufacturer narrative:
Additional information was added to h3, h4 and h6. H10: the device was received for evaluation. A visual inspection was done which observed dark loose foreign matter inside the primary sealed packaging not touching the product. The reported condition was verified. The direct cause of the condition could not be determined; however, the most probable cause occurred somewhere in the packaging process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device was received and is currently awaiting evaluation completion. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported unspecified particulate was observed in a sterile syringe inlet, micro-volume with luer lock end packaging. This issues was identified prior to patient use. There was no patient involvement. No additional information is available.